Event description:
It was reported that when opening the packaging the user noticed that the tubing was kinked.

Manufacturer narrative:
The product eval lab rec'd one incomplete flotrac kit in its opened original package. Only part of the pressure line was returned. The IV line and flotrac sensor were not returned. Tubing was snapped off from the female connector bond (attached to zero-stopcock). Broken tubing was bent near the bond. Excessive adhesive was visible on the broken end of the tubing. The female connector was not returned.